Event description:
The customer called to report that he was hospitalized for high blood glucose levels, with a reading of 667 mg/dl. The customer stated that he changed his infusion set, but his blood glucose levels remained high. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a scratched case, keypad and display window.